Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information and patient weight. Based on the information provided a device problem was not identified. As a result, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that, during implant surgery on (B)(6) 2021, the patient's oxygen level dropped too low. As a result, the surgery was abandoned. The patient was stable afterward.